Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unknown pump alarm issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a call service 78-0004 alarm was observed in pump history. The returned battery cap was used for investigation. The rewind, prime and load prime steps were successfully performed on the pump with no alarms. The pump was exercised for 24 hours with no alarms occurring.